Event description:
It was reported that during device change out for normal eri, externalized conductors were observed. No electrical anomalies were detected. Based on review of images provided to st. Jude medical, the conductors do not appear to be externalized. Patient was asymptomatic and will be monitored.